Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed t-wave oversensing. The lead remains in use and reprogramming is planned at a later date. No patient complications have been reported as a result of this event.